Event description:
Customer stated that he was unsure if the insulin pump was delivering all day or during a bolus. The physician advised customer to contact medtronic for assistance, the physician thought that insulin delivery was given during bolus. Customer stated that he was hospitalized about one year ago due to the insulin pump failing. Explained to customer that the insulin pump is designed to deliver insulin all day long.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.